Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was extracted due to fluid found distal to the yoke and inside the header port. The patient had experienced inappropriate therapy. A lead fracture was alleged.